Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Four days after event onset, the patient was hospitalized and began treatment with vancomycin injection (1gm, every 4th day, ongoing), amikacin injection (125mg, every day, intraperitoneal, ongoing), meropenem injection (1g, every day, ongoing) and targocid injection (400mg, every day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon additional information it was reported the peritonitis event was resolved and the patient was recovered. On an unknown date, the patient was discharged from the hospital and antibiotic therapy was discontinued. Seventeen days after the peritonitis onset, the patient was readmitted to the hospital and diagnosed with peritonitis, specified as recurrent/relapsed. The cause of the event was unknown. It was not reported if the patient was treated with antibiotics for the second event. One day after hospital admission, pd therapy was discontinued and the pd catheter was removed. The patient was switched to hemodialysis twice a week. Three days after admission, the patient experienced cardiac arrest, and the same day the patient passed away. The cause of death was due to cardiac arrest. The peritonitis was not resolved at the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.